Event description:
Info was received that this epicardial left ventricular (lv) lead exhibited loss of capture due to pacing thresholds greater than 7.5v at 2.0 ms. The lead was capped and surgically abandoned. No adverse pt effects were reported.